Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined that the reported failure to achieve hemostasis and additional treatment appears to be related to circumstances of the procedure. Reportedly, hemostasis was not achieved in the vessels with extreme tortuosity and unusual anatomy of the patient. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the right and left common femoral arteries (rcfa and lcfa) was achieved with two proglide devices on each side using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the sheath sizes were upsized to 20f in the rcfa and 18f in the lcfa and the evar procedure was completed. Closure was attempted on each side; however, it was not achieved in the vessels with extreme tortuosity and unusual anatomy in the overweight patient. Another proglide was attempted at the rcfa access site and two more proglide at the lcfa access site with no hemostasis achieved for either site. Radial access was gained and, using a balloon for 10-12 minutes, hemostasis was achieved at the rcfa access site. An 8f sheath was introduced to control pulsatile bleeding in the lcfa with manual arterial compression used to achieve hemostasis. The physician is reported to be in-training in the use of the proglide device and the preclose technique. There was no adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.